Manufacturer narrative:
Ventilator alarmed with "disconnection". The investigation is ongoing.

Event description:
Hamilton medical ag received the following report from the hospital: "on (B)(6) 2024, an invasive ventilator was used to assist breathing for the patient. On (B)(6) during the process, the ventilator reported "abnormal pipeline" and the patient's vital signs were stable. The ventilator was replaced and equipment maintenance was contacted."

Manufacturer narrative:
Ventilator alarmed with "disconnection". The investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** hamilton medical ag noticed that the reported device (brand name: raphael) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA. Updated fields: b4, d1, d2a, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following report from the hospital: "on february 15, 2024, an invasive ventilator was used to assist breathing for the patient. On february 17, during the process, the ventilator reported "abnormal pipeline" and the patient's vital signs were stable. The ventilator was replaced and equipment maintenance was contacted."